Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the rv lead. The pacemaker dependent patient was asymptomatic. Chest x-ray revealed the lead looked fine. Programming changes were made. The patient was stable throughout the intervention.